Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that the visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device had not been serviced within the past year, therefore no service history review was conducted. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. Prior to the event of death, the patient had been hospitalized for an unknown indication. Approximately a month and a half after hospitalization, the patient passed away. The cause of death was unknown. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.